Event description:
A report was received that the patient was experiencing difficulty charging. The bsn sales representative attempted troubleshooting and noticed that the charger was unable to couple with the ipg unless the charger was pressed hard against the ipg. The patient's physician has recommended a pocket revision procedure.